Manufacturer narrative:
The reported issue was inconclusive. The device was returned and visually inspected. Sample was evaluated and no pinch or blockage was observed. Able to introduce water in all returned pieces. No conditions found on sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the water was unable to be withdrawn when deflation of the balloon was attempted. On (B)(6) 2017, the catheter was inserted into the patient in the patients' room. The water was injected into the balloon with a syringe, and the balloon was inflated without any problems. On (B)(6) 2017, the nurse tried to withdraw the water with connecting the syringe to the inflation valve, but the water would not be withdrawn. The user cut the area of the funnel with scissors; however, the water would still not withdraw. The balloon was then punctured with a needle through the skin, and no water came out of it. The catheter with deflated balloon was removed transurethrally. It was unknown whether part of balloon remained inside the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water was unable to be withdrawn when deflation of the balloon was attempted. On (B)(6) 2017, the catheter was inserted into the patient in the patients' room. The water was injected into the balloon with a syringe, and the balloon was inflated without any problems. On (B)(6) 2017, the nurse tried to withdraw the water with connecting the syringe to the inflation valve, but the water would not be withdrawn. The user cut the area of the funnel with scissors; however, the water would still not withdraw. The balloon was then punctured with a needle through the skin, and no water came out of it. The catheter with deflated balloon was removed transurethrally. There was no additional surgery required and no patient injury was reported. It was unknown whether part of balloon remained inside the bladder.